Event description:
Rptr does the mail for the co health dept: this includes the handling of blood, gc cultures, etc. The gloves are so thin that when he puts them on they tear, split and just literally come apart. The gloves are not usable to handle blood. Rptr wears two pair of gloves because one pair is not strong enough to withstand the working pressure needed to package the mail. This info was submitted as f/u 3/10/94: on 3/1/94, in another box of gloves, for every usable glove pulled from box there were 8-10 gloves with holes in them. There were multiple holes in glove fingers, palms etc.